Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the suture shredded in the needle catch after ther needle was fired through the ligament. The suture then detached in the physician's hand when he pulled on it. The physician removed the remaining leg assembly from that side of the pt, because there wasn't enough of the suture left to grab to continue pulling the mesh leg through the ligament. The case was completed with a stand-alone suture to pull the mesh leg through the ligament, with no complications to the pt, who is reportedly "fine" post procedure.

Manufacturer narrative:
The complainant indicated that the mesh was implanted and will not be returned for eval, and the capio device was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).